Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the waste exit sump not draining. No injury was reported.

Manufacturer narrative:
Customer technical support assisted the customer in checking the waste sump canister. The customer found a loose no foam tubing. The customer tightened the tubing. No further issues were reported. Service was not dispatched.